Event description:
Incident as reported: lap chole - "dr (B)(6), gral surgeon, experienced a "bag breakage" incident while extracting specimen through incision, resulting in spillage gallbladder contents into surgery site with the associated risk of infection. The incident was disrupting because specimen was full of stones. It was a regular size specimen and when dr attempted to pull it out while dilating the fascia with peon-clamp, the bag tore open at the bottom. Dr said this is not the 1st time he's had the same problem and the tearing area has been the same. The failed bag.... With lot# has been provided and will be sent for investigation." Pt status: under observation, after add'l antibiotics were administered.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not know or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.